Event description:
Pt intubated in intensive care unit due to deteriorating medical condition. Approx one hr after intubating, ventilator went inoperative in "fail to cycle" mode. Staff present at time, pt bagged; subsequently coded and expired. There have been multiple prior cases of fail to cycle events at this institution with "e12" and "e31" error codes.